Event description:
It was reported that the patient experienced a shocking and jolting sensation following a fall on a wet floor at a restaurant. The shocking occurred when the implantable neurostimulator was on or off. It was also reported that the patient's neurostimulator was eventually removed and not replaced. The patient underwent an MRI of the abdomen but it was uncertain as to whether the MRI occurred prior to device removal. It was uncertain whether the leads were also explanted. The patient also had an implantable pump. Additional information has been requested from the hcp, but was not available as of the date of this report.